Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. A steerable guide catheter (sgc) (30511r1055) was inserted; however, it was noted the sgc was difficult to curve and position. The procedure was continued, and an xtr clip (30712r1067) was inserted. However, while establishing final arm angle (efaa), the clip slightly opened. The clip was then deployed, reducing mr to a grade of <1. On (B)(6) 2023, echocardiography showed the implanted clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. For treatment, mitral valve replacement was performed.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open during efaa), associated with the clip opening to roughly 5 degrees while establishing final arm angle (efaa), could not be determined. A cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from the posterior leaflet, also could not be determined. The reported worsening mr was due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating after the single leaflet device attachment (slda) occurred, the worsened to a grade of 4+.